Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the radiofrequency (rf) telemetry was found not working. The pacemaker was re-programmed with a software installation which resolved the rf telemetry issue. The patient had no adverse consequences.